Event description:
It was reported that during implant procedure, the atrial leadless pacemaker (lp) exhibited high capture threshold. Microdislodgement was suspected. The device was attempted to be reimplanted in an alternate position, but the helix was observed to become stretched. The procedure was completed using an alternate lp on (B)(6) 2025. The patient was stable.